Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. This is as expected as the device was explanted due to an infection of the mastoid from staphylococcus aureus. Device sterilization records show that the device was subject to a valid sterilization process. Thus, no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Event description:
The user had to be explanted on (B)(6) 2025 due to an infection on the mastoid from staphylococcus aureus. The infection did spread to the level of the implant.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had to be explanted on (B)(6) 2025 due to an infection on the mastoid from staphylococcus aureus. The infection did spread to the level of the implant.